Event description:
The patient experienced a lack of efficacy with their neurostimulator system. Reprogramming attempts did not resolve the issue. The physician felt it was possible that the lead had migrated per x-rays although it was noted that the radiologist reported no migration. The patient had a revision with a subsequent improvement in her symptoms seen. The patient outcome was reported as recovered without sequelae.

Manufacturer narrative:
(B)(4).